Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the main coil was detached from the delivery wire due to a physical break at the detachment zone. The main coil was also found to be stretched and the suture damaged. The delivery wire and proximal contact were kinked likely due to handling. Functional testing could not be performed due to the condition of the device. Information available indicated that the microcatheter used in the procedure had an internal diameter of 0.021in which is not compatible with this target coil (too large). In the case of this complaint the coil had too much space inside the microcatheter. As per the dfu for this product the largest compatible microcatheter that can be used with this target coil is an excelsior 1018, 2-tip marker (internal diameter 0.48 mm [0.019 in]) microcatheter. Information available indicated that the target coil was confirmed to be in good condition prior to use, resistance was experienced during advancement and that it became jammed inside the microcatheter. It is probable that the coil began taking shape when used with the 0.021 ID microcatheter. The main coil likely stretched while it was being removed from the microcatheter and force used during removal contributed to the main coil suture brake and detachment from the delivery wire. Based on analysis of the device and information available an assignable cause of use error was assigned to this investigation.

Event description:
Analysis of the device revealed that the main coil detached from the delivery due to a physical break at the detachment zone. There were no reported clinical consequences to the patient.